Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd alaris smartsite infusion set was leaking the following information was received by the initial reporter with the following verbatim it was reported by customer that IV tubing packaging was found to have ripped and the tubing had holes in it.